Manufacturer narrative:
Concomitant medical products: 377177 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The rv lead was revised one day after it was implanted and remains in use. It was further reported that during the rv lead revision procedure, the setscrew of the implantable pulse generator (ipg) would not work. The ipg was explanted one day after it was implanted and replaced. No patient complications have been reported as a result of this event.